Event description:
The device was used during a laparoscopic cholecystectomy. When the instrument was inserted into the port a component disengaged into the patient's cavity. The surgeon was able to retrieve the component without injury to the patient.